Event description:
It was reported a patient underwent carotid artery stenting and angioplasty in the freedom study. A gore flow reversal system was used for embolic protection. After successfully prepping the gore balloon sheath balloon (gsb) multiple times, the gbs was inserted into a 10fr sheath without resistance. Once in position, the gbs balloon was inflated. Flow reversal was confirmed angiographically. During stent delivery it was noticed that the gbs balloon had deflated. The balloon was reinflated and remained inflated for the remainder of the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.